Event description:
A user facility clinic manager (cm) reported to fresenius that a blood leak occurred with the combiset smartech bloodlines at the connector where the crit-line clip (clic) device is attached. Treatment was setup on a 2008t machine with a fresenius dialyzer. There were no machine alarms received. The reported issue was discovered approximately 30 minutes into treatment during a blood pressure check. The leak had dripped and formed a puddle of blood on top of the dialyzer. Treatment was paused and the patient's blood was rinsed back. The patient's total estimated blood loss (ebl) was approximately 50 ml. There was no patient injury and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on the same machine. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: b5 (corrected description of leak location), d10 (concomitant product) additional information: d9, h3 plant investigation: a complaint sample was received by the manufacturer with original packaging identified with code number 03-2722-9c and lot number 23ar01011. The sample was visually inspected and no damages were observed in the lines and chambers; the combi set was deemed acceptable. In addition, the sample was tested in the hemodialysis machine and worked as intended without any abnormalities during the tested period. No disconnection or leak occurred during tested period from the patient venous and arterial connector to catheter. No air bubbles inside the system, no leaks, no level variation of venous and arterial chamber or any alarm was noticed. The sample tested worked as intended without any abnormalities during the tested period. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The reported issue could not be confirmed as the reported issue could not be replicated during physical evaluation nor was information provided or identified that supports the alleged failure.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported to fresenius that a blood leak occurred with the combiset smartech bloodlines at the connector attached to the crit-line clip (clic) device. Treatment was setup on a 2008t machine with a fresenius dialyzer. There were no machine alarms received. The reported issue was discovered approximately 30 minutes into treatment during a blood pressure check. The leak had dripped and formed a puddle of blood on top of the dialyzer. Treatment was paused and the patient's blood was rinsed back. The patient's total estimated blood loss (ebl) was approximately 50 ml. There was no patient injury and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on the same machine. The sample was reported to be available to be returned to the manufacturer for physical evaluation.